Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing defib/pacer stress testing, bench handling and defib cycling without duplicating the customer's report. The central processing board was replaced as a precaution. The device was recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.